Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2012, inratio: 1.5, re-test: 0.9, re-test: 1.7. First two tests were done within 10 minutes, using different fingers for each test. The third test was done within 1 hour of the second test using a different finger. Patient self tester has been testing on the inratio meter for about 1 month.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 1.5, 2nd inr: 0.90, 3rd inr: 1.70, mean: 1.37, sd: 0.42, %cv: 31.04. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Customer did not provide reference value. Unable to determine accuracy of inratio results. Recent test conducted on lot #272729 on (B)(4) 2012 met accuracy and precision criteria. Test results are as follows: donor 197 = 1.6, 1.6, 1.6 inr; donor 198 = 2.9, 3.0, 3.1 inr. All replicates are within the allowable bias (+/- 1.0) of reference results for donor 197 (1.63 inr) and donor 198 (3.03 inr). In-house test results have 0.00% and 3.33%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. Patient's medications cannot be ruled out as a cause for unexpected inr results. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As of (B)(4) 2012, 24 discrepant result complaints were reported for lot #272729 yielding a complaint rate of 0.05714%. This failure mode will continue to be monitored. Corrective action not required at this time.